Manufacturer narrative:
Submit date: 12/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer reported an issue with a salem sump tube. The customer reports that there is a leak at the air intake junction (blue tube). The issue occurred was during medication administration that the nurse realized that the medication was leaking. No patient injury or ill effects.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A physical sample was sent by the customer, but due to contamination, the sample could not pass through customers in order for a functional inspection to be performed. If the physical sample is received at a later date, the investigation will be updated. A photo was received and a visual inspection was performed. The reported issue could not be confirmed. A root cause could not be determined. No corrective actions were deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.